Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review and complaint history review were not performed because no lot information was provided. Based on available information, a cause of the reported tissue injury could not be determined. The reported recurrent mitral regurgitation (mr) appears to be related to the tissue perforation. The reported dyspnea was secondary to the reported recurrent mr. The reported patient effects of mr, tissue injury, and dyspnea as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation it was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were successfully deployed, reducing mr to a grade of <1. Roughly one year later, the patient developed endocarditis due to a dental staff infection issue. The physician stated implanted clips did not cause or contribute to the endocarditis. On (B)(6) 2023, the patient returned to the hospital due to shortness of breath. Echocardiography was performed and showed mr had increased to a grade of 4+. Also, one of the clips caused a perforation on one of the leaflets. The physician was unable to determine which clip caused the perforation. It was noted that both clips remained stable on the leaflets. No additional information was provided.